Event description:
During insertion of labral anchor (right shoulder) into bone, one inserter tip, less than one mm in size, broke off in the bone. Tip unretrievable thus decision made by surgeon to leave tip in. Xray taken, read by dr. (B)(6) and dr. (B)(6). No tip visible on x-ray. (B)(6).